Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sb936, detachable pouch 3x6" 5ea/box, was being used during a cholecystectomy procedure on (B)(6) 2023 when it was reported, ¿when the bag is closed, the plastic at the top comes loose and remains loose in the abdominal cavity". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any delay. Evidence was provided that the components were retrieved from the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence and will be filed as a voluntary distributor report.